Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 435 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.